Event description:
It was reported that culture collected on 09jun2019- showed no growth. Patient continues antibiotics course and reported no abdominal pain or nausea at office visit (B)(6) 2019.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had abdominal pain with chills and nausea. The patient presented with abdominal pain for two days, with chills and nausea. Imaging study at outside hospital emergency department showed evidence of acute cholecystitis. Patient was treated with fluids and IV zosyn. On presentation to customer's facility, the patient had no major complaints. The patient reported pain only tender to palpation. Patient continued on IV antibiotics with zosyn. Liver function tests, lactic acid, and blood cultures ordered. Kidney, ureter, and bladder (kub) x-ray on (B)(6) 2019 showed sentinel loop of small bowel in the left lower quadrant, but no evidence for small bowel obstruction. Nm biliary scan showed no acute cholecystitis of common bile duct obstruction. Gram negative bacteremia. Blood culture on (B)(6) 2019 was positive for serratia marcescens. CT scan suggestive of acute cholecystitis; ultrasonogram performed here did not show cholecystitis hepatobiliary iminodiacetic acid (hida) scan done here with no evidence of acute cholecystitis but suggested chronic cholecystitis. Liver function tests (lfts) and lupus anticoagulant (la) elevated at outside hospital (osh) continued to trend down. Patient started on zosyn IV on (B)(6) 2019 and would discontinue zosyn and start cefepime 2giv due to desire to lessen risk of gram negative rod (gnr) sticking to lvad; the goal was to treat with 2 weeks of IV antibiotics. Gnr source was likely gi-related as far as etiology. Panorex showed periodontal bone loss. There was concern for recent passage of gallstone due to gradual improvement of cholestatic labs, which may be a reasonable conclusion, however there is no imaging confirmation. CT scan performed at osh showed cholelithiasis with mild gallbladder wall thickening and pericholecystic inflammation suggestive of acute cholecystitis. Patient's zosyn was discontinued on (B)(6). He was started on cefepime 2giv for every 8 hours for 2 weeks. Outpatient evaluation for elective cholecystectomy was suggested to patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.